Event description:
It was reported that when disengaging the cardiosave intra-aortic balloon pump (iabp) from the cart, the iabp unit shutdown. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was able to duplicate the reported issue. When the console was taken out of the cart the display went black and got a steady alarm. The fse checked the iabp's fault codes and found code 112 and 116 as the latest codes. The fse checked the coiled cord from display to console and found that when he moved the coiled cable connection at the console the display went black and got a steady alarm. The fes disassembled the console and replaced the internal cable that connects to the blue coiled cable from the display. The fse disassembled the display and installed a new blue coiled cable that goes to the console and reassembled the iabp unit. The fse ran the iabp unit thru a complete calibration and functionality tests, and the iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to being used on the patient, when disengaging the cardiosave intra-aortic balloon pump (iabp) from the cart, the iabp unit shutdown. The display went blank and then got a steady alarm. The customer restarted the iabp and all came back up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) has been dispatched to the customer's site. Repairs are currently underway and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that when disengaging the cardiosave intra-aortic balloon pump (iabp) from the cart, the iabp unit shutdown. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.